Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04/03/2014 with the following findings: the total daily dose history indicates am and pm was switched on (B)(6) 2013. The black box shows no delivery interruption prior to reported hospitalization. Pump histories show last basal delivery occurs on (B)(6) 2013 at 12:04pm. The pump unable to boot to verify screen displaying the small ¿animas¿ logo that could not be cleared. R61 component was found disconnected from pcb. When r61 was repaired pump booted properly to verify screen. The pump failed to recognize cartridge during the load step. The force sensor calibration test revealed force sensor is not detecting correct force. Resistance on force sensor measured and was found to be out of specifications. The pump was opened and contamination found on force sensor shim.

Event description:
On (B)(6) 2013, a (B)(6) contacted animas to report the patient was currently hospitalized and admitted with a diagnosis of dka. The (B)(6) stated the patient¿s admitting blood glucose (bg) was 486 mg/dl and the patient was treated with insulin drip and IV fluids. The reporter mentioned that once patient was treated for high bg, they resumed patient back on pump therapy; however, her bg immediately went back up in the 400¿s mg/dl range and pump discontinued. The patient¿s hcp felt pump was not delivering accurately and requested it be replaced. During a follow-up call with the patient, the patient confirmed she was hospitalized for 2 days. The patient reported that she developed symptoms of frequent urination, thirst, nausea and vomiting with the high bgs. The patient confirmed that at time of hospitalization her hcp confirmed all pump settings were correct including basal rates. The patient mentioned that her basal rates had been altered while in the hospital in an effort to see if pump would control bg. There were no associated alarms. This complaint is being reported because the patient reportedly was diagnosed and treated for dka while on insulin pump therapy. Insulin pump use could not be ruled out as a cause or contributor to this event.